Manufacturer narrative:
Add'l info: the explanted component was returned to the MFR for evaluation. Visual examination was performed. Results of the evaluation determined that the component appeared not to have been fully inserted. No conlcusion can be drawn from the results of the evaluation.

Event description:
It was reported that a female pt underwent surgery, to remove a component of the construct that had become dislodged. The surgery to remove the component was reported to have been successfully completed without complication.